Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 50 ml bd¿ syringe has been found with a broken syringe tip. The following has been provided by the initial reporter: broken tip of a luer lock syringe 50ml.

Event description:
It has been reported that the 50 ml bd¿ syringe has been found with a broken syringe tip. The following has been provided by the initial reporter: broken tip of a luer lock syringe 50ml.

Manufacturer narrative:
One sample was returned to our quality engineer for investigation. Upon visually inspecting the product, damage is noted on the barrel thread. A device history review was performed for the reported lot 1808221, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing equipment is protected to avoid damaging the product. Although we could not identify a direct issue, it was determined this incident likely occurred as a result of the product jamming in the manufacturing equipment. Manufacturing personnel have been notified of this issue to increase awareness of this matter. A project has been initiated to look further into this issue and reduce any reoccurrence. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. It has been received 1 unused sample with open blister of 50ll lot 1808221 for investigation. Upon visual inspection of the sample received it can be observed a damage on the barrel thread. This defect has been produced due to a damage or hit on syringe during manufacturing process or against any manufacturing equipment. The areas where pieces run in manufacturing area are protected to avoid damage on product. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with damage or hit on syringe during manufacturing process or against any manufacturing equipment. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Corrective action cor c-526-19 is open to investigate and reduce damage on 50ll product. The incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause: damage or hit on syringe during manufacturing process or against any manufacturing equipment. Corrective action cor c-526-19 is open to investigate and reduce damage on 50ll product.